Manufacturer narrative:
Corrected information: d4 (primary UDI number), h4 (device mfg date). Investigation ¿ evaluation: it was reported two ncircle tipless stone extractors baskets broke during an unspecified procedure. Both devices were from the same lot number. The tip on the basket broke off inside the access sheath while retrieving a stone (medwatch report#: 1820334-2025-00555). A second basket broke when the tech was opening and closing the basket, causing a sharp wire that "stabbed" the tech (medwatch report#: 1820334-2025-00554). The separated porting was retrieved without harm to the patient during the same procedure but was discarded. The procedure was completed by using a re-usable device. No patient adverse effects have been reported. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, manufacturing instructions (mi) and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to cook for investigation. Two photos were provided were provided that appear to show kinks in a scope, the complaint devices are not shown. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformance's that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, no product returned, and the results of the investigation, cook has concluded a definitive cause could not be determined from the available information. It should be noted that based on the description of the issue reported, it is possible the proximal cannula separated from its location in the handle assembly. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported two ncircle tipless stone extractors baskets broke during an unspecified procedure. Lot numbers were not provided. The procedure was completed by using a re-usable device. Reference patient identifier (B)(6) (this report) for basket #1, and reference patient identifier (B)(6) for basket #2. For basket #1, it broke near the handle on the stem as it was coming out of the package, no force was applied. This device did not make patient contact. The patient did not require any additional intervention due to this occurrence. No patient adverse effects have been reported.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: a2, a3(a), b3, b5, d4, e1, e3, h4. Corrected information: d9, e4, h6 health effect: clinical code (annex e) and health effect: impact code (annex f). H3: device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
User facility medwatch report # mw5170939 was received 11jun2025, which contained the following information: the tip on an ncircle tipless stone extractor broke off inside the access sheath while retrieving a stone. A second ncircle tipless stone extractor broke when the tech was opening and closing the basket, causing a sharp wire that "stabbed" the tech. Both devices were from the same lot number. Reference manufacturers medwatch report # 1820334-2025-00554 (this report) for "broken" extractor causing a sharp wire. Reference manufacturers medwatch report # 1820334-2025-00555 for the device that broke off inside the access sheath.